Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Event description:
The customer reported that the device dispalys a fault sporadically. During the device evaluation, it was found that the hf unit (generator) displayed error code e172 and e433. Additionally, it was found that the device had a link communication failure. This report is being submitted for the error codes e172/e433 and the link communication failure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation, and corrections to b5, g2 and h3. The device evaluation and the information in b5/g2/h3 were inadvertently omitted from the initial medwatch report. The device was returned to olympus for inspection, and the error codes 433/172 were not reproduced. However, the error codes were detected in the error log. Additionally, the repair center found cosmetic damage to the front panel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code e172 was due to a low voltage power supply (lvps) board and it¿s probable the link communication failure occurred due to a defective motherboard. Additionally, it¿s likely the error code e433 was due to a defective generator board and relay board the final root cause of these events was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that an hf unit (generator) had an e433 footswitch error. The reported issue was found in the middle of a therapeutic procedure. The procedure was completed using the same device. There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. The investigation is still in progress, therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.